Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had bearing damage, vibration, the nose tube was bent/damaged, and component damage. It was further determined that the device failed pretest for vibration. Therefore, the reported condition that the device was had an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the attachment device had an undetermined malfunction. During in-house engineering evaluation it was determined that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.